Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. While no specific conclusion can be drawn, incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the needle. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the spinal needle broke off in the patient at the hub. The needle was recovered. Follow-up correspondence with the reporter indicated that the broken needle was able to be easily removed from the patient without surgical measure. There was no patient injury.

Manufacturer narrative:
One (1) apparently used spinal needle was received for evaluation. Packaging returned with the sample indicated the reported lot # 0061397330. The needle was observed to be broken apart at the hub. Several bends were observed along the broken cannula fragment, including a bend at the point of fracture. The stylet was intact, but was bent at two areas just below the hub. The sample and all available information was forwarded to the device manufacturer (b. Braun (B)(4).) Of the needle. Per the manufacturers investigation, the needle was confirmed to be broken off at the hub, and the mandrin (stylet) was noted to be bent near the hub. The needle cannula was subjected to a stiffness test according to specification with acceptable results. In addition, no dimensional abnormalities were identified. The manufacturer also reviewed their batch records for the involved spinal needle lots, and there were no abnormalities noted. Incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. The damage observed on the returned needle appears consistent with the device being subjected to an excessive force which bent and ultimately fractured the needle. If additional pertinent information becomes available, a follow-up report will be filed.